Event description:
The manufacturer received information that a trilogy evo, france device was returned to a third-party service center for preventative maintenance. There was no allegation of patient harm. During the evaluation of the device, error evt_press_sensor_mismatch (error code 384) was listed in the device evaluation from the error code log. The service technician confirmed that "errors found in log do not require any corrective actions." The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the observed error code. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The air inlet foam filter, particulate filter, and muffler assembly need to be replaced due to 4-year preventative maintenance. The software was also updated with 1.06.15.00 software version and 2 in-line filter prox are contaminated with dust. The device passed all testing. The evaluation is still in process. If additional information is provided regarding the completion of the evaluation, a follow up report will be filed.